Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 28 and 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fall in the 'c' zone showing the difference to be clinically significant.